Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels had dropped as low as 48mg/dl. The customer treated lows with juice. The customer states they feel their device alarmed for the low. The customer states they were at the hospital and did not have computer to upload to carelink. The customer would be calling back at a later time.